Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from clinical study, healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, patient had adjacent level disease extending and questionable of pseudoarthrosis at l5-s1. Diagnostics and the results are as follows. X-ray was performed on (B)(6) 2025: there is no evidence of central canal stenosis at l1-l2 but it developed adjacent to l1-l2. Clinically significant; yes, there is no assessment made by sponsor, investigator and cec regarding the relatedness with product and procedure. Additional information was received via manufacturer representative that patient underwent revision surgery at l1, l2, l3, l4, l5 and s1 on (B)(6) 2025. There was no device malfunction. Sponsor assessed as not related to study procedure but probable related to device. Site assessed as causal related to study (index) procedure and device.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.